Manufacturer narrative:
An independent service agent evaluated unit. He reported that the ratchet bar was completely dry of lubrication. After lubricating, cot functioned properly. His concludion: cot had not been properly maintained.

Event description:
Customer claims unit folded. No injuries were reported.